Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent called and reported that the insulin pump was alarming with no delivery. It was stated the set had been changed out. Caller stated that while troubleshooting, the insulin pump alarmed no delivery while priming with the new set and reservoir. Customer's blood glucose was not known. The device was not present to perform troubleshooting during the call. The insulin pump will not be returning for analysis at this time.